Event description:
It was reported by the customer that a pyxis medstation system tower door failed. The customer reported that users were unable to remove medications from the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 2 failed. A field service engineer replaced the tower latch and switches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.